Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2009 patient underwent the following procedures: anterior cervical discectomy with decompression using operating microscope at c3-4 and c4-5 levels; anterior interbody arthrodesis at c3-4 and c4-5 levels; anterior instrumentation using anterior cervical plate for anterior application of interbody spacers. No complications were reported. On (B)(6) 2013 patient underwent the following procedure: paramedian retroperitoneal exposure l4-5 and l5-s1. No complications were reported. On (B)(6) 2013 patient underwent the following procedures: anterior retroperitoneal approach for l4-s1 interbody fusion; anterior l4-l5 interbody arthrodesis; anterior l5-s1 interbody arthrodesis; application of intervertebral biochemical device l4-l5 5. Application of intervertebral biochemical device l5-s1; anterior instrumentation at l4-l5 and l5-s1 levels with screw fixture; use of rh-bmp2/acs and allograft bone for lumbar fusion. Once the endplates had been prepared for interbody fusion, trial sizes were inserted and intervertebral device was chosen. This was packed with rh-bmp2/acs and synthetic bone and allograft. The interbody device was then placed and tapped into position at l4-5. The move to l5-s1 was made. The end plates were prepared for interbody fusion the trial sizers were inserted and the correct size was selected. And then filled with rh-bmp2/acs and synthetic bone along with allograft and tapped into position. Four screws were also inserted after being tapped and torqued into position. The good positioning was confirmed with fluoroscopy. No complications were reported. Post-operatively, patient sustained unspecified injuries